Event description:
The event is reported as: the customer alleges that the fiberoptic light pipe was broken when inspected prior to pt use. No report of a pt injury or delay in treatment.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.